Event description:
Adverse event(s): "a posterior capsule tear occurred" (capsular bag tear, posterior). Product problem(s): "irrigation and aspiration was intermittent" (inability to irrigate); (aspiration issue). The nurse reported that during surgery the irrigation and aspiration was intermittent. A posterior capsule tear occurred. The system was shut down and the consumables and vitrectomy probe were reconnected with the problem persisting. The pt's surgery was not completed and is expected to have a full vitrectomy procedure at another hospital. Additional information has been requested on pt status.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative reviewed the system event log and found a footswitch system message. The footswitch and cable were replaced. The poron washers were replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).